Event description:
It was reported that the device was faulty and had an unspecified malfunction. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 05/02/2025 b3. Date of event unknown d4: batch #947c00 d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Investigation summary ==> the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 947c00, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.